Event description:
Device 1 of 2 reference MFR report #1627487-2015-06010 it was reported the patient was experiencing ineffective stimulation from her scs system as well as stimulation in the wrong location. An sjm representative met with the patient but was unable to provide effective stimulation coverage through reprogramming. X-rays taken indicated the patient's leads migrated. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-06010. Additional information received identified the patient's scs leads were explanted and replaced. The patient reportedly has effective stimulation therapy postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.